Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A company representative reported that the customer was using counterfeit/hacked treatment cards. As per provided treatment report images, the surgeon also used the same patient interface, as visible side-cuts are to be seen overlapping the cuts made during the surgery. This is a clear indication of double use for patient interface. Logfile review revealed also that the patient interface serial number used for the treatment was inputted manually and cannot be found in software and solutions all patients are registered in in software and solutions during manufacturing. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows two successfully performed treatments. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for the reported event could be identified conclusively as user error; surgeon used the patient multiple times and was using a hacked treatment card. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an incomplete flap cut in the left eye of a patient during lasik surgery, with no resulting harm to the patient. There are two related reports for this patient. This report addresses the patient initial ga left eye and another manufacturer report will be filed for the fellow eye.